Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. It also indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant products: ddbc3d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had high rv defibrillation impedance, and high superior vena cava (svc) defibrillation impedance. The lead provided inappropriate therapy as well. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.